Manufacturer narrative:
A ge service representative performed an onsite investigation. The printed circuit boards and connections were reseated, the power supply was adjusted, and the hand control was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that after releasing the x-ray button, the system continued to beep. No patient injury was reported.